Event description:
Report for pump #2 of 2 received of an over-delivery of versed. The pt was receiving an IV infusion of aggrastat and an IV infusion of versed each on a separate acclaim encore device. Both infusions were started in the emergency dept. The aggrastat infusion was a 250ml bag hung at 20:10pm in 2001. The infusion was reportedly started at 40 or 46ml/hour for the first 30 minutes, and was then decreased to a rate of 10ml/hour at 20:50pm. The versed infusion, 50mg in 250ml of d5w, was started at 20:25pm at a rate of 130ml/hour due to "severe agitation and restlessness of the patient". At 20:45pm, it was reported that the rate of the versed infusion was decreased to 80ml/hr. There was no further documentation on the rate of the versed infusion. The pt was rec'd in the ICU at 23:50pm. It was reported that at 01:40am the next day, it was noted that both the aggrastat and versed infusions were almost empty. The nurse reported that the rate on the aggrastat pump was noted to be a "higher rate" than it was ordered for. At this time, both infusions were stopped and the pumps and tubings in use were quarantined. The pump display for the aggrastat infusion showed that the volume delivered was 194ml. The pump display for the versed showed that the volume infused was 244ml. Due to the titration of infusion rates and unknown time periods that the infusions were delivered, the expected delivery amount is unknown. According to the customer contact, by 02:00am, the pt was bleeding into the pt's urinary catheter, nasogastric tube and at IV sites. The pt was also noted to have generalized petechiae, and to have developed bilateral pleural infiltrates. Per the risk mgr, the pt "did not experience an intracranial bleed", as "the pt was awake and following simple commands". The pt was reported to be "neurologically intact". The pt was awaiting transfer to another facility for cardiac intervention that this facility does not provide. Though requested, no add'l info on the pt condition was provided. The device was sent by the hosp to a third party biomed co for testing.

Event description:
Received additional info from the customer via a user facility voluntary medwatch from. The report states" "pt came to ed with ami. Started on aggrastat drip, rate at 10cc/hr on acclaim IV pump. Pt. Was intubated and was placed on a versed drip at 10cc/hr on a second acclaim IV pump. When pt. Transferred to ccu 3 hrs. Later, both bags were found to be empty. Rate on both pumps still at 10cc/hr. Pt's platelet count and h&h dropped significantly, requiring intense monitoring & a transfusion of packed rbc's. Pt. Was transferred to another facility in medical ctr."